Manufacturer narrative:
(B)(6).

Event description:
It was reported that the clinical info center (cic) and the dash monitor displayed an 'arr off' (arrhythmia off) error message. There was no serious injury or death associated with this event, nor was medical intervention required. The hospital staff replaced the dash monitor with another dash device and no further issues have been reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.